Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that all stations were showing patient and order data as not current for 20 minutes. A technical support specialist (tss) dialed into the server and identified a 71-minute interface delay from the server downtime query. Net.pipe and net.tcp services were restarted, but the delay continued to increase. An error was found in the message debug log, and the carefusion coordination engine (cce) server was accessed. The cce service was restarted, after which the server downtime query showed the delay resolved and xml messages began draining. User confirmed all devices no longer displayed the two icons, and the critical override was resolved. The issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, an error message displayed on all stations indicated that patient and order data might not be current for approximately 20 minutes. All stations were in critical override mode however, there were no delays or adverse events or injuries reported based on this event.